Event description:
Non union of right femoral neck fracture, and right hip pain. (B)(4).

Event description:
Pt status post dhs plate and dhs/dcs lag screw implantation for a femoral hip fracture, on an unk date, was discovered to have a broken screw, date unk. Pt was returned to operating room on (B)(6) 2012, all hardware was removed and the pt was revised to a total hip replacement. This is one of two reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specs with one deviation noted. The issue of the raw bar stock being approx 0.01mm diameter undersize. The undersize condition does not affect the validation or the final product specs. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusions could be drawn, as no product was returned.